Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump stopped working. The customer was hospitalized on (B)(6) 2019 with blood glucose (bg) levels ranging from over 360-451 (mg/dl). While at the hospital, the customer was put onto a sliding scale treatment and left the hospital the following day. Review of the pump history showed a minimum basal alert and a connection error alert. The customer inserted a non-tandem infusion set cannula on the leg. Reportedly, the customer received a failed delivery error message and it was suspected that the message had occurred due to the cannula becoming kinked. Recommendation was made to change the infusion set, cartridge and insulin changes to address bg. The customer had insulin pens available for therapy. In addition, the customer had an alternate pump available for insulin therapy.